Event description:
The customer reported that the fiber cap detached inside the pt at 116,000 joules during prostate vaporization. The location of the cap is unk, however, there was no report of the device remaining inside the pt or that cap retrieval was performed. Add¿l details were requested by the MFR and have not been obtained. It was reported that the procedure was completed with another fiber.